Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000357804, 3000347797 and 3000338512 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure in leg, vasoview hemopro 2 silicone layer melted off of the jaws in the middle of harvesting. Scrub rn wiped the jaws outside the leg and the entire layer of silicone came off in the lap. A new device was used to complete the procedure. There was a procedural delay. There was no harm to patient.